Event description:
Physician attempted arteriotomy closure with the closer s 6 fr device following an interventional procedure. The arteriotomy site was confirmed in the common femoral artery under fluoroscopy. The pt had no history of prior procedures and the vessel was moderately calcified without tortuosity. The physician felt slight resistance upon insertion but the device "went in smoothly". The mark was weak and stopped completely when the foot was deployed. The physician noted "stronger than usual resistance while deploying the foot". There was a little resistance when the plunger was depressed. There was a "cuff miss" and the physician tried to remove the device. He did not attempt to park the foot. He felt "strong resistance" with removal and only the upper portion of the device was removed. The distal guide remained in the pt. Surgery was performed to remove the device and achieve hemostasis. The pt remains hospitalized following two cerebral vascular infarctions (cvas). Although requested no additional info was provided.